Event description:
Meter would not power on for one week when inserting the test strip. Reported no symptoms during the week. Pt stated that prior to the malfunction of the meter, they were obtaining readings in the 200 mg/dl range. Patient takes insulin (type unknown) but took set amount as normal. The patient had an appointment with the eye doctor and while there the doctor discovered that pt was having a stroke. Pt immediately went to the hospital where blood sugar was tested and the result was 174 mg/dl. No treatment was given. Patient had a stroke 3 weeks before this incident. The issue was not resolved with troubleshooting and there is no evidence that the meter caused or contrilbuted to the stroke.